Event description:
Consistent problem with nonin onyx 9500 pulse oximeter. Unit drains batteries while not in use. When rptr tries to use the pulse oximeter on a pt, the batteries are usually dead, requiring a 1-2 min delay in getting pt's oxygen saturation readings. A call to nonin tech support verified this as a known "characteristic". The unit continues to draw current while not in use. They have introduced an updated model approx one year ago that has far longer idle storage capacity. Nonin acknowledges that none of this info is in any of the documentation for the onyx 9500. Rptr feels nonin should either recall/update the units or at least notify all users of the problem. Their work around is to change the batteries frequently (weekly) or to take the batteries out when not in use. This is incompatible with the operations of emergency medical svs.